Manufacturer narrative:
A ge service representative performed an onsite investigation. The service rep retrieved the log files, adjusted the 5vdc at the workstation and the backplane, flashed the nodes, replaced the table generator interface printed circuit board and the hand control, reloaded the configuration and the calibration files. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the systems' hand control would not work. No pt injury was reported.